Manufacturer narrative:
Physio-control performed an initial evaluation and verified the reported issue. The customer was supplied a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not complete the boot process. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device will not complete the boot process. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control determined that the device needed a new system pcb, however this part is obsolete and can't be replaced. The device could not be repaired. The customer was provided with a warranty device. The faulty device was scrapped, therefore root cause was unable to be determined.